Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has confirmed that the trunk cable was damaged the root cause for the damaged trunk cable was physical abuse. There was no adverse event that resulted from the damaged belt.